Event description:
Customer reports via phone that staff were performing retrograde cystography procedure on a (B)(6) year old male when the system fluoro failed. Procedure was aborted by the physician. Customer provides no further info, other than to say patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) confirmed report that the console display would not come on and replaced the generator console and verified proper operation according to service manual (B)(4). Fse verified operation of table functions according to hydravision dr service manual and returned this unit to service.